Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in thresholds to high levels and a persistent increase in impedance. In addition, it was noted the right atrial (ra) lead experienced far field r-wave (ffrw) oversensing in the stored episodes. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.